Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. It has been over seven (7) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device. The foreign material remained in the biopsy channel and suction channel due to the device being sent to olympus without conducting or completing reprocessing at the user facility. Olympus confirmed the device did not meet its specifications and functions. The event can be prevented by following the instructions for use which state: IFU states detection methods in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states preventive measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the connecting tube and suction cylinder. There were no reports of patient involvement.